Event description:
Customer alleged blood glucose results of 64 mg/dl and 454 mg/dl when testing was performed back-to-back on the advantage system. The customer reported having low blood glucose symptoms and self-treated with strawberry jelly. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.